Event description:
Complainant reports an under delivery. This was an overnight feeding to run for 12 hours. A nurse checked on the patient after 11 hours and noticed that the feeding bottle remained completely full. No feed had been given.

Manufacturer narrative:
The device reported is an abbott product that is marketed internationally which is the same or similar to a device that is marketed domestically.